Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updated field d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customers reported complaint was not reproduced during the device evaluation. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the camera control unit exhibited an error code e116. Image/light source product failure. The issue occurred, during preparation for use. On an unspecified procedure. There were no reports of patient harm associated with the event.